Manufacturer narrative:
H6; damaged firing mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: lockout position, fired; cartridge condition, 1/4 fired; cartridge return batch number, j00g6k and instrument number, 246. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good and condition of yoke, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the instrument was used during an unk procedure. It was reported the firing handle of the ez45 broke off during firing cycle. No other information is available on the difficulty experienced. It is unk how the procedure was completed. There was no consequence to the pt.